Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing pain during the freestyle libre sensor wear. The customer also reported upon sensor removal, ¿she saw a nail instead of the sensor needle¿. The customer further reported receiving third-party treatment however, no further details were provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues.

Event description:
The customer reported experiencing pain during the freestyle libre sensor wear. The customer also reported upon sensor removal, ¿she saw a nail instead of the sensor needle¿. The customer further reported receiving third-party treatment however, no further details were provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent impairment associated with this event.